Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient's husband called 911 because the dexcom was reading 115 mg/dl. Patient was unresponsive. There were no symptoms reported prior unresponsiveness. Paramedics came and the patient's blood sugar was at 41 mg/dl. It is unknown what the cgm was during that time. Emergency medical services (ems) provided IV medications on the way to the hospital and also removed the sensor and transmitter. The patient's husband was unable to remember the medications/treatment provided. According to the paramedics, the patient could not wake up because the blood sugar had gotten so low. The patient was hospitalized 7 days and was awaiting discharge during time of call. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.